Event description:
A customer reported an issue where a cartridge was not fully snapped into the pump. There was no adverse impact to the customer's blood glucose level. Technical support guided the customer through several inspection steps, including removing the case from the pump, checking for housing damage, and cleaning the pneumatic tap area. The caller found and removed an o-ring from the pneumatic tap, ensuring the cartridge o-ring was in place and undamaged. The customer successfully reloaded the original cartridge and was able to resume insulin therapy.